Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of more than 800 mg/dl. Customer reported that the insulin pump was not working. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.